Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate and did not confirm the jaw articulation was unstable, exhibiting mechanical play even in the absence of activation from the console. Internal visual and external inspection revealed no abnormalities. The instrument passed the manual articulations test. The instrument was tested on an in-house system: the instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the grip test. The instrument passed energy delivery testing in various grip orientations. The instrument also passed the electrical continuity test. No product issue found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the provided images and video are consistent with the complaint. Root cause of the failure mode cannot be confirmed without the returned device. A review of the provided image was performed by an isi failure analysis engineer (fae). The following additional information was provided: "it appears that the grip tang is dislodged, per red box from video.''

Event description:
It was reported that during a da vinci-assisted incisional hernia etep surgical procedure, the force bipolar instrument's jaw articulation was unstable, exhibiting mechanical play even in the absence of activation from the console, with free and uncontrolled movement in the resting position. Upon contact with the abdominal wall, the jaws failed to maintain a proper alignment. The procedure was completed with no reported injury.